Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced insufflation issues while using the device. The sale rep stated that he is unsure where the leaking was coming from but the stopcock was moved towards the 3 o'clock position and the leaking seemed to stop. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. Eval summary: the analysis results found tha the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.